Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Customer¿s blood glucose level ranged from 157-257 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.